Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the powered laser surgical instrument had a system error occur. The issue occurred during an unknown procedure. There were no reports of patient harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: d8, d9, h3, h4. The device was returned to olympus for evaluation and event was confirmed a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, cosmetic damage to the footswitch and hub cover was noted. The most probable root cause is component failure. Olympus will continue to monitor the field performance of this device.